Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). G2 foreign: france the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor was corroded and the speed was unstable. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the electric dermatome switch was not working. There was no harm or delay as there was no patient involvement. Due diligence is complete. During device evaluation the motor speeds were unstable. No adverse events were reported as a result of this malfunction.